Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x2.0mm balloon ruptured at a nominal pressure. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a mach1 guide catheter and a terumo guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon. A cypher stent was placed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.